Event description:
It was reported the atrial lead was fractured around the anchoring sleeve. The lead was cut and connected to another manufacturer's adapter. Atrial lead pacing failure was also reported. A radioscopy showed the lead was separated from the adapter. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.